Manufacturer narrative:
Investigation: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformance's associated with this issue during the production of this batch. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).

Event description:
It was reported that a syringe s2 ns 20ml had foreign matter. The following was reported, "there are released parts from plastic syringes inside of syringe."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 ns 20ml had foreign matter. The following was reported, "there are released parts from plastic syringes inside of syringe."